Event description:
Per the clinic, the patient experienced recurring infections and subsequently was treated with antibiotics (type and duration not reported). Additional information has been requested but has not been made available as of the date of this report.